Event description:
The user facility reported that the listed tracheostomy tube was in use with the patient when the ventilator started alarming and the patient began coughing. At that time, the inflation line was found detached from the tracheostomy tube, resulting in deflation of the cuff. An emergent tracheal tube replacement was performed. No permanent adverse effects to the patient were reported. Further information has been requested, no further information has been received at this time.

Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.